Manufacturer narrative:
Concomitant medical product: product ID 3487a-56 lot# v106106 serial# implanted: (B)(6) 2008 explanted: product type lead product ID 3776-75 lot# serial# (B)(6) implanted: (B)(6)2008 explanted: product type lead product ID 389056 lot# v071372 serial# implanted: (B)(6) 2008 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had a myelogram a few months back, and the radiologist had mentioned that one of the leads had migrated and perforated the dura. The patient thinks that it started entering the dura and she doesn¿t think that it did damage to the spinal cord. The patient recalled only one potential cause of the migration being that sometime around 2008, she went to the hospital in an ambulance thinking that she was having a stroke. When the patient got there, they indicated that they needed to do an MRI of her head, so the patient had an MRI of their head done because they were concerned about the stroke. The patient reported on (B)(6) 2020 that they are finding other damage not related to the stimulator which was caused by having broken her neck and the patient is going to have neck surgery. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56 , lot#: v106106, implanted: (B)(6) 2008, product type: lead, product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead, product ID: 389056, lot#: v071372, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3776-75, serial/lot #: (B)(4), ubd: 26-feb-2012, UDI#: (B)(4); product ID: 389056, serial/lot #: (B)(4), ubd: 26-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2019-dec-04 2019 crts (B)(4), lfc (con) [related event : (B)(4) - difficult to stop stimulator ]: information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that ¿one of the patient¿s wires in the lumbar or t area had traveled, and it totally perforated the dura or is working on being very close to and was told they couldn¿t take it out¿. The patient stated that this was discovered when the patient had a ¿myelogram¿. The patient read from a medical report that ¿3 leads were present in the spinal canal and ascending. One intradural course of one lead was noted¿. The patient also mentioned that it was excruciating to lay horizontal and their ¿spin was a whole mess¿. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.